Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received, however, the customer reported the root cause was not product related, rather an operator error. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received which indicated that the patient did not experience a corneal burn; however, the patient did experience corneal edema. The patient was initially treated with post-operative anti-inflammatory medication and it was later reported that the patient received a corneal transplant. The reporter had advised that the reported event was secondary to operator error and not a malfunction of the product.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the irrigation line separated from the handpiece and caused a large leak to occur during a cataract procedure. This was not immediately noticed and the registrar continued to perform phacoemulsification for a short period of time. In consequence, the patient experienced a corneal burn. The irrigation line was immediately reconnected to the phaco handpiece and the procedure was completed. The product sample was discarded by the facility. Additional information has been requested.